Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2010 and (B)(6) 2007), overactive bladder, gerd and ex-smoker. Previously administered products included for contraceptive: oral contraceptive nos from 1992 to 1995; for an unreported indication: prilosec. Concurrent conditions included body mass index normal, endometriosis, dysmenorrhea, sulfonamide allergy, alcohol use, menstrual disorder, perineal pain and bleeding intermenstrual. Family history included breast cancer (maternal grandmother), hypertension (maternal grandmother) and prostate cancer (maternal grandfather). In april 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). In august 2011, the patient experienced anxiety ("psychological or psychiatric conditions:mental anguish"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vulvovaginal discomfort ("rash or skin condition type: skin irritation outside vagina"). On (B)(6) 2017, the patient experienced infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issue"). The patient was treated with surgery (davinci si assisted laparoscopy, polypectomy, bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, vaginal haemorrhage, menorrhagia, dysuria, vaginal discharge, dysmenorrhoea, vulvovaginal discomfort, anxiety and vaginal infection had resolved and the menstrual disorder outcome was unknown. The reporter considered anxiety, device dislocation, dysmenorrhoea, dysuria, infection, menorrhagia, menstrual disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal discomfort to be related to essure. The reporter commented: plaintiff underwent dilation and curettage, davinci si assisted laparoscopy, polypectomy, lysis of adhesions, bilateral salpingectomy, bilateral essure removal due to complications from the essure device. Current weight: 186 lbs. She did not allege that essure caused birth defects. She did not claim that essure worsened a previously existing injury/condition. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- dysmenorrhea, pelvic pain " most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- dysuria, vaginal discharge, dysmenorrhea (cramping), skin irritation outside vagina, mental anguish, vaginitis. Events onset date, events outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device') in a 31-year-old female patient who had essure (batch no. 810878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2010 and (B)(6) 2007), overactive bladder, gerd and ex-smoker. Previously administered products included for contraceptive: oral contraceptive nos from 1992 to 1995; for an unreported indication: prilosec. Concurrent conditions included body mass index normal, endometriosis, dysmenorrhea, sulfonamide allergy, alcohol use, menstrual disorder, perineal pain and bleeding intermenstrual. Family history included breast cancer (maternal grandmother), hypertension (maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included ciprofloxacin monohydrochloride (cipro 250 mg), fluconazole (diflucan), paracetamol (acetaminophen) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"), 6 years 2 months after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric conditions: depression"). On (B)(6) 2011, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric conditions:mental anguish"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vulvovaginal discomfort ("rash or skin condition type: skin irritation outside vagina"). On (B)(6) 2017, the patient experienced infection ("infections"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issue/ abnormal menstrual bleeding"). The patient was treated with surgery (davinci si assisted laparoscopy, polypectomy, bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, vaginal haemorrhage, menorrhagia, dysuria, vaginal discharge, dysmenorrhoea, vulvovaginal discomfort, anxiety and vaginal infection had resolved, the menstrual disorder was resolving and the depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dysuria, infection, menorrhagia, menstrual disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal discomfort to be related to essure. The reporter commented: plaintiff underwent dilation and curettage, davinci si assisted laparoscopy, polypectomy, lysis of adhesions, bilateral salpingectomy, bilateral essure removal due to complications from the essure device. Current weight: 186 lbs. She did not allege that essure caused birth defects. She did not claim that essure worsened a previously existing injury/condition. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Discrepancy noted in previously captured insertion date- apr 2011 3 trailing coils noted. In a similar fashion, l ostia cannulated and implant placed. 2-3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- dysmenorrhea, pelvic pain " concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysuria, vaginal discharge, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 4 and 5 processed together. Plaintiff fact sheet received : lot number added. Event onset dates updated. Concomitant products added. Event added- depression. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device') in a 31-year-old female patient who had essure (batch no. 810878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2010 and (B)(6) 2007), overactive bladder, gerd and ex-smoker. Previously administered products included for contraceptive: oral contraceptive nos from 1992 to 1995; for an unreported indication: prilosec. Concurrent conditions included body mass index normal, endometriosis, dysmenorrhea, sulfonamide allergy, alcohol use, menstrual disorder, perineal pain and bleeding intermenstrual. Family history included breast cancer (maternal grandmother), hypertension (maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included ciprofloxacin monohydrochloride (cipro 250 mg), fluconazole (diflucan), paracetamol (acetaminophen) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"), 6 years 2 months after insertion of essure. In april 2011, the patient experienced depression ("psychological or psychiatric conditions: depression"). On (B)(6) 2011, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). In august 2011, the patient experienced anxiety ("psychological or psychiatric conditions:mental anguish"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vulvovaginal discomfort ("rash or skin condition type: skin irritation outside vagina"). On (B)(6) 2017, the patient experienced infection ("infections"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issue/ abnormal menstrual bleeding"). The patient was treated with surgery (davinci si assisted laparoscopy, polypectomy, bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, vaginal haemorrhage, menorrhagia, dysuria, vaginal discharge, dysmenorrhoea, vulvovaginal discomfort, anxiety and vaginal infection had resolved, the menstrual disorder was resolving and the depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dysuria, infection, menorrhagia, menstrual disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal discomfort to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff underwent dilation and curettage, davinci si assisted laparoscopy, polypectomy, lysis of adhesions, bilateral salpingectomy, bilateral essure removal due to complications from the essure device. Current weight: 186 lbs. She did not allege that essure caused birth defects. She did not claim that essure worsened a previously existing injury/condition. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Discrepancy noted in previously captured insertion date- apr 2011 3 trailing coils noted. In a similar fashion, l ostia cannulated and implant placed. 2-3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? : no". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2010 and (B)(6) 2007), overactive bladder, gerd and ex-smoker. Previously administered products included for contraceptive: oral contraceptive nos from 1992 to 1995; for an unreported indication: prilosec. Concurrent conditions included body mass index normal, endometriosis, dysmenorrhea, sulfonamide allergy, alcohol use, menstrual disorder, perineal pain and bleeding intermenstrual. Family history included breast cancer (maternal grandmother), hypertension (maternal grandmother) and prostate cancer (maternal grandfather). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issue"). The patient was treated with surgery (davinci si assisted laparoscopy, polypectomy, bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder outcome was unknown. The reporter considered device dislocation, infection, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent dilation and curettage, davinci si assisted laparoscopy, polypectomy, lysis of adhesions, bilateral salpingectomy, bilateral essure removal due to complications from the essure device. Current weight: (B)(6) lbs. She did not allege that essure caused birth defects. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- dysmenorrhea, pelvic pain." Most recent follow-up information incorporated above includes: on 27-feb-2018: events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), she did not undergo an essure confirmation. Additional information added: reporter, historical condition, patient information added from pfs; historical and concomitant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device') in a 31-year-old female patient who had essure (batch no. 810878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2010 and (B)(6) 2007), overactive bladder, gerd and ex-smoker. Previously administered products included for contraceptive: oral contraceptive nos from 1992 to 1995; for an unreported indication: prilosec. Concurrent conditions included body mass index normal, endometriosis, dysmenorrhea, sulfonamide allergy, alcohol use, menstrual disorder, perineal pain and bleeding intermenstrual. Family history included breast cancer (maternal grandmother), hypertension (maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included ciprofloxacin monohydrochloride (cipro 250 mg), fluconazole (diflucan), paracetamol (acetaminophen) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"), 6 years 2 months after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric conditions: depression"). On (B)(6) 2011, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric conditions:mental anguish"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced vulvovaginal discomfort ("rash or skin conditiontype: skin irritation outside vagina"). On (B)(6) 2017, the patient experienced infection ("infections"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issue/ abnormal menstrual bleeding"), urinary tract infection ("urinary problem:urinary tract infection") and cystitis ("bladder problem- bladder infection"). The patient was treated with surgery (davinci si assisted laparoscopy, polypectomy, bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, vaginal haemorrhage, menorrhagia, dysuria, vaginal discharge, dysmenorrhoea, vulvovaginal discomfort, anxiety, vaginal infection, urinary tract infection and cystitis had resolved, the menstrual disorder was resolving and the depression outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dysuria, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal discomfort to be related to essure. The reporter commented: plaintiff underwent dilation and curettage, davinci si assisted laparoscopy, polypectomy, lysis of adhesions, bilateral salpingectomy, bilateral essure removal due to complications from the essure device. Current weight: 186 lbs. She did not allege that essure caused birth defects. She did not claim that essure worsened a previously existing injury/condition. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Discrepancy noted in previously captured insertion date- (B)(6) 2011 3 trailing coils noted. In a similar fashion, l ostia cannulated and implant placed. 2-3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the event vaginal infection and bleeding were updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections") and menstrual disorder ("menstruation issue"). The patient was treated with surgery (davinci si assisted laparoscopy, polypectomy, bilateral salpingectomy, bilateral essure removal). Essure was removed. At the time of the report, the device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. The reporter commented: plaintiff underwent dilation and curettage, davinci si assisted laparoscopy, polypectomy, lysis of adhesions, bilateral salpingectomy, bilateral essure removal due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.